Event description:
The customer observed sparks and smoke coming out from the architect ups when the instrument was powered on. No impact to patient management or user safety was reported.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.